Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22dec2011 a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "hardening of the breast".

Event description:
Patient reported, ¿experiencing hardening of the breast¿. With no treatment noted. This file is for the right side. Later, healthcare professional reported, "a textured to smooth breast implant, due to the patient¿s concern with the product". Device has been explanted.